Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in her last drain of treatment. Upon removing the tubing set, solution was found inside the cycler. The origin of the leak could not be identified. Pt did not received prophylactic antibiotics and has had no adverse effects. The actual sample was discarded by the pt; sample is not available.

Manufacturer narrative:
The actual device was not returned to the MFR for physical eval, and the failure mode cannot be confirmed. However, investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.